Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine, clonidine, and unknown baclofen via an implanted infusion pump. It was reported the hcp was calling to have the pump interrogated. The caller noted the patient reported feeling numbness in the left lower abdomen. The caller thought the patient's pump was leaking. It was noted the patient had headaches for a couple week but did not believe this was related to the pump.